Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had multiple failed pockets. A field service engineer replaced retractor bands 1.1 and 1.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept unknown due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main 1-2 multiple pockets were failed. The customer stated that they were unable to access the medication from the affected pockets, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.